Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the event the patient was at the hospital for an appointment, when they suddenly passed out. No other symptoms were experienced. A fingerstick was taken and the cgm was reading 110 mg/dl, and the blood glucose reading was 42 mg/dl. The patient was given snacks by the parents and would have regained consciousness after a minute. No further treatment was deemed to be necessary. The patient left the hospital on the same day. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.